Manufacturer narrative:
D7a - single use device: no.

Manufacturer narrative:
Received one (1) used. List #ch4002, 46" (117 cm) 50 ml, diluent set for channel 2 w/20 drop drip chamber, spiros¿; lot #13659713. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested, and a leak was observed at the connection of the syringe and the transfer set. The sample was disconnected and found to have a broken luer in the syringe. The probable cause of the broken syringe is from an unintentional bending force during use. A device history review (DHR) of lot #13659713 and relevant commodities was reviewed, and the following discrepancy was found. Discrepancy: what? One unit, part number x1-4693 rev.01, lot #13753212, was reported to leak. When? September 13, 2023. Where? During the receiving inspection process, aql 0.025 c=0. Quantity impacted: 47,451 pieces.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporter (B)(6).

Event description:
An email was received regarding a 46 50 ml diluent set for channel 2, spiros, alleging a leak during patient use. It was stated in the report that there was leakage from the spiros. The event was noted during infusion. Moriamin-sn was involved in the event. There was no bleedback reported. The product is not a biohazard, and the device was not reprocessed/resterilized. There was patient involvement but no patient harm. There was no delay in critical therapy.